Manufacturer narrative:
Aware date in pervious medwatch was incorrect. Correct aware date should have been 01dec2023.

Event description:
Healthcare professional reported, left side rupture. Diagnosed via ultrasound. Device has been explanted and replaced with a non-abbvie device.

Event description:
.Healthcare professional reported left side rupture diagnosed via ultrasound. Device has been explanted and replaced with a non-abbvie device.

Manufacturer narrative:
Continued e1 phone number: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required as no manufacturing issues are observed device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed an opening on radius assessed as surgical damage. Additional observations: no other observations observed on the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported left side rupture diagnosed via ultrasound. Device has been explanted and replaced with a non-abbvie device.